Manufacturer narrative:
G4: 21nov2019; b4: 22nov2019. The data acquisition board was returned for failure analysis. During testing, no fault was found and the reported issue could not be replicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/11/2019. The manufacturer's international service technician confirmed the reported issue during troubleshooting. The service technician replaced the data acquisition board and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit's low pressure specification was out of range during performance verification testing. There was no patient involvement.